Event description:
It was reported the pt was unable to increase the amplitude for any of her programs. A diagnostic test revealed high impedance measurements for several lead contacts. Effective stimulation was recaptured for the pt via reprogramming.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.